Event description:
Customer reported a malfunction alarm identified as "malf 0," but no notable events occurred prior to the issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer had not experienced or reported the malfunction within the prior 24 hours, so technical support provided instructions for resetting and assisted the customer in resetting the pump, which resolved the issue without a recurrence. Customer was advised to continue using the pump and to contact support again if the issue reappeared, which was acknowledged and understood.